Event description:
Per the audiologist, the patient reported the scar tissue below the abutment was trapping debris. In early 2009, the patient underwent a skin flap revision surgery to remove the scar tissue.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.